Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. The logs were reviewed for the da vinci-assisted surgical procedure performed on (B)(6) 2021 which aligns with the information provided to date. There were no related errors observed. Additionally, the instrument usage data was analyzed and all installed instrumentation was used in subsequent surgical procedures with the exception of two instruments. The site's complaint history was reviewed and no complaints were noted to have been made against these instruments. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after a da vinci-assisted surgical procedure had completed, the patient presented with a pneumothorax allegedly from being under anesthesia for an unspecified amount of time. The cause and severity of the pneumothorax are unknown. Furthermore, it is unclear if any medical intervention was rendered due to the complication. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that after a da vinci-assisted surgical procedure was completed, the patient presented with a pneumothorax allegedly from being under anesthesia for an unspecified amount of time. According to the initial reporter, the da vinci-assisted surgical procedure went well and there was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Additionally, the initial reporter indicated that the site/surgeon does not believe the pneumothorax was caused by an intuitive surgical, inc. (Isi) device. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.